Event description:
It was reported that the right ventricular (rv) lead had high threshold before the device change out and the lead threshold was higher after the device change out. The lead was capped. It was further reported that during the implant attempt, the replacement lead was bent while going through the venous anatomy. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the proximal conductor was distorted. There was blood in/on the helix/lobe mechanism and visual analysis noted that the lead had been damaged at implant.